Event description:
It was reported that the patient's implantable neurostimulator was in a power on reset (por) condition and that the patient was not feeling stimulation on their right side despite increasing stimulation to 10.5v. Impedances were also noted as high: caller reports impedance were tested at 2v and 450pw: electrode. 45:2000 ohms; 56: 2075 ohms; 67: 2075 ohms. Additional information has been requested from the hcp, but was not available as of the date of this report.